Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units of insulin. The customer¿s blood glucose level was 135 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.